Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell # 1. The damaged cover and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform revealed load plate cover was defected with a hole, unrelated to the reported complaint. The observed physical damage could be the characteristic of harsh impacts as a result of user mishandling. The load plate cover was replaced to address the issue. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell # 1 was defective, and it was replaced to address the ua07 advisory message. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon start of compression. The customer was unable to clear the advisory and immediately performed manual CPR. Patient expired. Per the reporter, the patient's death was not related to the autopulse platform.